Event description:
It was reported that a broken sensor wire occurred. The wearable sensor was inserted into the arm. On (B)(6)2025, the patient developed a small blood boil, swelling, and an infection at a previous sensor insertion site. He mentioned that sensor was inserted about a month ago. The infection had progressed to a cyst after several weeks which prompted him to consult a nurse practitioner (np). On (B)(6)2025, the np performed an incision and drainage at the insertion (I&d) site to help relieve the pus. The patient was prescribed a course of oral antibiotic medication (keflex, unspecified dosage) for the infection. On an unspecified date, the patient stated there was still drainage coming out of the incision site and when he pressed on the wound, he noticed a little broken piece of the sensor wire came out of the incision site. The patient stated he saved the broken sensor wire and took a photo of it; however, the photo was not provided. At the time of report, the patient confirmed the wound had already healed, and the skin in the area was dry. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation of post I&d was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)